Manufacturer narrative:
(B)(6). 510k#:k061118.

Event description:
On (B)(6) 2012 the lay user/patient in italy contacted lifescan to report the one touch ultraeasy meter was giving inaccurate readings. The (B)(4) was able to classify the complaint based on the information provided to customer service. On an unspecified date at 8:00 am the patient obtained the blood glucose readings of 200 mg/dl and 110 mg/dl over a time period greater than 20 minutes. Based on the 200 mg/dl reading, the patient took his usual dose of ten units insulin, type not specified. At 9:00 am the patient experienced the symptoms of lightheadedness and fainting. At 9:15 am, while symptomatic, the patient tested his blood glucose level to be 41 mg/dl, using another meter. The patient administered self-treatment by consuming sugar; he did not seek any medical attention. The meter was replaced. The patient allegedly suffered symptoms and blood glucose readings suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore, this complaint is being reported.